Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, two flexiva 550 fibers were used, and the fiber tip of both fibers broke. A slimline reusable fiber was used as backup. There was no report of patient complications. This report is for the first fiber.